Event description:
Reporter stated that she woke up with a low blood glucose. Her blood glucose was 37. She did not know what was going on until she received a letter from the MFR to advise here that her device has been recalled. Now she realized that the device is overinfusing. Add'l reporter contact #: (B)(6).